Manufacturer narrative:
Based on the information provided the cause of the reported incident is unknown. If additional information is obtained, a follow-up MDR will be submitted. A system log review was not performed since there is insufficient or unconfirmed product/event information. No images or videos were shared for the event. A review of the site's complaint history does not reveal any related complaints involving this event. This incident is reported due to the following conclusion: it was reported that after a da vinci-assisted rectal resection surgical procedure, a leak was identified in the region of the colorectal anastomosis resulting in a second operation to create a colostomy. Although the surgeon stated the reported incident is unrelated to an isi device or system, the surgeon speculated the cause of the postoperative leak could be due to the "rectal mesentery being peeled off too much by using da vinci products or induced by an anastomotic device of another company." The cause of the reported incident is unclear at this time.

Event description:
It was reported that after a da vinci-assisted proctectomy surgical procedure, a leak was identified and as a result the patient had a colostomy bag as an intervention. As per the surgeon, the reported incident is unrelated to an intuitive surgical, inc. (Isi) device or system; however, the cause of the reported incident is unknown at this time. On 27-apr-2021, isi obtained the following additional information regarding the reported event: it was reported that the procedure was a proctectomy; however, the date and details of both the procedure and the postoperative anastomotic leak are unknown. It was reported that the anastomosis was created with a green sureform reload and a circular stapler (non-isi product); however, it is unknown as to which staple line leaked. During the procedure, there were no reports of intra-operative complications or allegations of a malfunction of any isi devices. The relationship between postoperative leaks and medical devices is unknown. As a result of the postoperative leak, "an artificial anus" was created, and the patient had a colostomy bag. Although the surgeon stated the reported incident is unrelated to an isi device or system, the surgeon speculated the cause of the postoperative leak was as follows: the "rectal mesentery being peeled off too much by using da vinci products or induced by an anastomotic device of another company." There are no details available regarding the stapler fires other than there were no system-generated errors, and no buttress material was used. There is no video recording of the procedure, and none of the products are available for isi to review.